Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, (B)(4) failure (event) observed during analysis. Final analysis found a proximal insulation abrasion 5.4-6 cm from the helix end, exposing the proximal coil. Lead continuity was normal.

Event description:
This report is to advise of an event observed during analysis.